Event description:
A customer reported in (B)(6) 2010 he started getting an ER-6 and ER-7 messages on their precision xtra meter and as result experienced lack of energy and vertigo. The customer reportedly self-presented to his health care provider, was diagnosed with double pneumonia, gangrene due to ruptured appendix and was placed on insulin when in the hospital. The customer additionally reported he self-treated with vitamins and food in attempt to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event and the device manufacture date are unknown.